Event description:
It was reported that, during shoulder instability surgery, the doctor mentioned that it was hard to pull in and out the nylon monofilament through the sharp tip. Sometimes it worked properly and sometimes it did not. Then, he used another instrument (not from s&n) for the same purpose. The procedure was completed by using a sixer and a clever hook. The device was from (B)(4). No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The 7210424 accu-pass str shuttle 45 deg right curve used in treatment was returned for evaluation. Visual assessment confirms complaint. Device returned with monofilament. Roller was tested and confirms complaint. The information provided states that ¿during shoulder instability surgery, the doctor mentioned that it was hard to pull in and out the nylon monofilament through the sharp tip. Sometimes it worked properly and sometimes it did not¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include, excessive force. Instructions for use confirms instructions, recommendations and precautionary statements for proper use of product. Per instructions for use: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in failure of the instrument.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.